Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred 10 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced confusion and lightheadedness. The cgm was reading 295 mg/dl and the blood glucose was not checked. The patient did not self-treat the symptomatic estimated glucose value (egv). The spouse called an ambulance. The bg by emergency medical services (ems) was low, but the value was unremembered. The egv at that time was not documented. The patient was given carbohydrates and transported to the emergency department (ed). There, the bg was still low, but unremembered and the egv was not documented. The patient was given carbohydrates and unspecified intravenous (IV) therapy. The patient was discharged after 2 days and was in good condition at the time of the call. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.